Manufacturer narrative:
(B)(4).as the device was not returned and the lot number is unknown; a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the roller clamp of an administration set is damaged, allowing free flow of solution. It is unknown at what step of the process this occurred. There was no patient involvement. No additional information is available.